Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-1110-02, serial # (B)(4), description: implantable pulse generator (ipg); model # sc-2218-70, serial # (B)(4), description: linear st lead with preloaded enhanced stylet - 70 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the explanted devices found them to be satisfactory.

Event description:
A report was received that the patient had some swelling at the lead site. The physician drained the swollen area and prescribe the patient with keflex antibiotics. During a revision to flush the lead site, the physician noticed that both the ipg site and lead contact site were infected. The patient underwent an explant procedure, where the physician explanted the entire system. The physician believes the infection was procedure related. The patient is reportedly doing well following the procedure.